Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned for investigation; therefore, the customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigations have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that patient experienced hyperopia resulting in decreased visual acuity in the right eye post-implant of a zcb00 21.0 intraocular lens (iol). An explant of the lens was planned. Additional information was provided at a later date that the explant was conducted as planned. At explant there was no incision enlargement, sutures or vitrectomy required. The replacement lens was another zcb00 but a higher diopter (22.5). Patient is reported as doing well when discharged. Visual acuity pre-op (pre-initial implant): 20/40-1. Visual acuity post-op (post-initial implant): 20/40. Visual acuity post-op (post replacement): 20/30-1. No further information available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.